Event description:
During a remote follow-up, post sensed t-wave oversensing and r-wave amplitude variation were observed on device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable with no consequences.